Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that the procedure was being performed on a 60 year old male patient in a native superficial vein. The physician made one pass and came back proximal with the over-the-wire (otw) percutaneous thrombolytic device (ptd). At which time, he noticed that the orange piece in the middle of the otw ptd came off in the patient. They were able to retrieve the piece from the patient without incident by using the .025 guidewire. As a result, an "angio jet" was used to complete the procedure. There were no patient complications reported.